Event description:
Medtronic received information that a transcatheter bioprosthetic valve, was implanted in a failed surgical valve (edwards 25mm pericardial valve ). The reason for the second valve was not reported. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)